Manufacturer narrative:
The pod was received not deployed. Multiple attempts were made to download the data from the pod with all being unsuccessful. No damages or deficiencies to the pcb assembly were observed that would prevent the pod from communicating with the master pdm. All batteries measured to have sufficient voltage. Without the download data, the cause of the reported needle mechanism failure could not be determined. The needle mechanism was manually reset to the not deployed state, then manually deployed by rotating the ratchet gear. The needle mechanism deployed as intended. No damages or deficiencies were observed that would result in a needle mechanism failure. The investigation could not determine the cause of the reported event of the needle mechanism failure.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the cannula and needle did not deploy during the activation process. As treatment, a new pod was placed.